Event description:
Complication: failure of noncompliant euphora balloon deflation during stent post dilatation. Complicated by balloon shaft fracture. Cardiogenic shock requiring impella placement and emergent intubation. Intervention to proximal mid- circumflex the cardiologists upsized the radial sheath for a 6f 75 cam destination seen due to significant radial spasm and tortuosities for the aorta. A 6f jl 3.5 guide was used the lesion was crossed with a run through wire it was predilated with a compliant euphora 2.0 balloon. A single xience sierra 2.5x18 des was deployed in the proximal-midportion at nominal pressure. We then used a nc 3.0x 12 euphora balloon to perform post dilation. After the second inflation within the midportion of the stent, the balloon failed to deflate. The cardiologist made numerous attempts to aspirate contrast from the balloon using large capacity syringes but the balloon did not deflate. The cardiologist tried to deep seat a 6 french guide and wire beside the balloon in order to have the balloon close to the guide and withdrawal the balloon and the guide together but were unsuccessful as the balloon refused to deflate. During maneuvers, the balloon shaft also fractured but the balloon remained on the wire. At this point the patient was becoming progressively hypotensive ,and requiring IV levophed and dopamine. We decided to proceed with an impella placement using a micropuncture kit we were able to access the right common femoral artery under ultrasound guidance. This was then upsized for 6f sheath. A 14 french impella sheath was then inserted through which a 5 french pigtail used to cross the aortic valve into the left ventricle. This was then exchanged for a long wire and an impella cp catheter positioned across the aortic valve. Bedside echo was performed during the procedure which revealed appropriate positioning of the impella catheter and no evidence of any significant pericardia! Effusion. The impella catheter appeared to stabilize the patient hemodynamically. We then obtained access in the left common femoral artery. An 8f sheath was then inserted followed by a long 8.5f sheath. We used numerous guides including ebu 4 and ebu 3-7 french guides along with numerous wires including the confianza pro, run through, fielder and used a turnpike catheter and attempts to puncture the balloon proximally, we also used a v 18 wire but were unsuccessful. We were able to wire past the stent and attempted to crush it with a compliant 2.5 balloon but there was evidence of dissection distally and no significant deflation of the balloon was not noted. Ultimately due to prolonged procedure time. Dye load and lack of success the procedure was abandoned. Repositioned a sf 10 cm sheath in the right femoral artery in an antegrade fashion and connected to the side-port of the impella sheath to provide perfusion to the right foot. The left side-an angio-seal was deployed-8 french and manual pressure applied. The tr band was used to achieve hemostasis on the left radial sheath. Conclusions: patent lima-lad and occluded svg-om1; chronically occluded rca, chronically occluded lad; mid circumflex 80% stenosis-successful stenting, complicated by failure of balloon deflation during post dilatation, balloon shaft fracture, cardiogenic shock requiring impella placement and intubation.